Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to see any significant bending, measure any spike out of dimension condition, or detect any functional problem in simulated insertion with the returned sample and, therefore, the root cause of the complaint cannot be determined. The lot number is unknown; therefore, a batch review cannot be performed. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
The spike got bent while connecting to the disconnect cap with clean flash just after it was changed to a new one. The set had been used for 1 day. There was no patient injury or medical intervention.